Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The engineer (pse) used customer to initially replace the o2 regulator to see if that resolves the 3104 service code. Advised customer that if the 3104 continues to verify the flow accuracy of the o2 flow sensor and if its out to replace the o2 flow sensor. The pse followed up with customer and found that replacing the regulator corrected the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer states that the vent had a loud noise coming from the rear of the unit that sounds like the regulator leaking and a oxygen flow out of range (3104) error code. Patient involvement was reported, but no harm.